Manufacturer narrative:
The insulin pump was received with blank display due to batter tube connector not plugged in properly. The insulin pump was unable to verify alarms due to blank display. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display during a bolus attempt. The customer stated that the insulin pump had alarmed signal too low and unexpected restart a few weeks prior. The customer's blood glucose was 84 mg/dl. The customer was advised to clean the battery cap contacts and insert a new battery. Upon troubleshooting, the display did not return and no damage or corrosion was observed on the insulin pump. The customer reported that a battery replacement did not resolve the blank display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.